Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with minor scratches on the liquid crystal display window.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back. No harm requiring medical intervention was reported. The device will be returned for analysis.